Event description:
It was reported that the pump declared an alarm during pumping, leading to a cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level. Although the customer was assisted by technical support to load a new cartridge, the alarm recurred, and since the pump was out of warranty, it could not be replaced.